Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that pt's 11.0cm cuff was removed and replaced with a smaller sized 9.0cm cuff because of recurring incontinence.